Manufacturer narrative:
(B)(4). Investigation / evaluation: during the course of investigation, a review of the of complaint history, device history record, instructions for use (IFU), specifications and a functional test and visual inspection of the returned product were conducted. Returned with the one, used doppler monitor were two doppler cables and a charger. Per quality engineering inspection, no damage was found. A functional test was performed, and all device functions performed as expected. Engineering personnel inspected the returned device to the specification requirements. All device functions performed within specification. The device was left on and periodically checked for signs of irregularities or nonconformities, and none were observed. A functional test was performed in which the a doppler probe was placed on a human forearm while operating. A strong signal through the monitor was observed, and no electrical stimulation was felt by the tester. Therefore, the complaint could not be duplicated. The design of the device was reviewed by engineering to ensure that the patient is isolated from electrical current within the device or from the power source. It was confirmed that the patient is suitably protected by the device's design, and the isolation transformer within this unit performed as expected. Manufacturing records were reviewed, and all steps were performed, documented, and approved by trained personnel. No evidence of manufacturing nonconformity, damage, or tampering was found. Based on the information provided and the results of the investigation, we are unable to determine the root cause for the reported difficulty. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
On (B)(6) the cook doppler monitor was requested for a bilateral tram procedure by the plastic surgeon. The doctor placed an implantable doppler probe on the vein in each of the anastomosed tram flaps. Doppler monitor was turned on during the procedure and appeared to be working correctly. (The doppler monitor normally stays attached to the patient for around 7 days before the leads are removed from the patient). A few days after the initial procedure the doppler monitor 'zapped' the patient when it was turned on. The decision was then made to stop monitoring the patient with the doppler. No injuries to the patient have been reported as a result of this incident. The nurse unit manager was unable to specify exactly how many days after the initial procedure when this event occurred.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
On (B)(6) the cook doppler monitor was requested for a bilateral tram procedure by the plastic surgeon. The doctor placed an implantable doppler probe on the vein in each of the anastomosed tram flaps. Doppler monitor was turned on during the procedure and appeared to be working correctly. (The doppler monitor normally stays attached to the patient for around 7 days before the leads are removed from the patient). A few days after the initial procedure the doppler monitor 'zapped' the patient when it was turned on. The decision was then made to stop monitoring the patient with the doppler. No injuries to the patient have been reported as a result of this incident. The nurse unit manager was unable to specify exactly how many days after the initial procedure when this event occurred.